Manufacturer narrative:
Insulin pump received with broken battery cap, cracked battery tube threads, severely scratched display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a damaged battery cap and a crack on the device around the battery cap. The blood glucose reading was 91 mg/dl. The customer stated that the damage was from usage of the device. Advised discontinuation of the insulin pump. Nothing further reported.